Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform operating current, unexpected alarm error, self test and displacement test or verify low battery alarm due to cracked and bleeding lcd glass. Also, unit had severely scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that her screen only has 4 black lines on it when she hits the light on the pump. The customer's blood glucose was unknown. Adv customer the pump will need to be replaced. Adv customer to revert to back up plan. The insulin pump will be returned for analysis.